Manufacturer narrative:
On or about june 4, 2018, epimed received an MDR report that had been completed by (B)(6) hospital (MDR (B)(4)). This MDR report was provided to epimed by the department of health & human service. The MDR report was filed in regard to an epimed 20g spirol catheter that had become dislodged from an epimed stingray catheter connector. No additional information was provided to epimed regarding the reported complaint. On june 18, 2018, the reporting account was emailed in an attempt to gather additional information regarding the reported complaint. The account was unable to provide additional information outside of what was already provided in the MDR that had been previously submitted by the account. The product was not returned to epimed for investigation. The batch history records were reviewed; revealing no abnormalities within the product lot related to the product complaint.

Event description:
Catheter became disconnected from the blue connector site.